Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy due to oversensing was observed. Dislodgement of the lead was confirmed via fluoroscopy. The lead was explanted and replaced when repositioning was unsuccessful.